Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing on going blood glucose levels ranging from 250 (mg/dl) to 270 (mg/dl). A system check was performed with tandem technical support and an air bubble was observed along the tubing. In addition, novalog insulin was being used in the cartridge for 1 week. Reportedly, the customer successfully primed the tubing. Insulin delivery was resumed. Although requested by tandem technical support, the customer declined to provide additional information regarding the reported issue.